Event description:
It was reported that during catheter placement, they were having difficulty removing the spring wire guide (swg). The pt's blood pressure dropped and he was resisting the procedure. The swg was removed with a sizable effort and it was noted that the swg was unravelled, but was intact. The catheter remained in the pt and functioned properly. There was no delay in treatment, no pt death and no complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.